Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 4.3 inr on the coaguchek xs system while a comparison lab returned as 3.1 inr. Patient's coumadin dose was initially decreased based on the meter result and then the dose was resumed to the original prescribed dose after the lab value returned. No adverse event reported. Requested return of suspect system and replacement was sent.